Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was present in non-sustained oversensing episodes. Reprogramming will be performed. No adverse consequences for the patient due to this.

Manufacturer narrative:
This event should have been reported as a supplemental report to MDR number 2938836-2014-16305. The information reported in this MDR 3010215456-2015-29952 and additional new information received have now been filed as supplemental reports to 2938836-2014-16305. This MDR 3010215456-2015-29952 will no longer be updated.